Event description:
Patient has systemic infection with unknown source/origin that required explant of leads. Patient experienced discomfort. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5152692.